Event description:
Pump tubing with curos (green cap) malfunction. Versed drip with medication leaking from luer lock port downstream of pump. A green cap was in place. Estimated an hour to one and a half hours worth of versed on the floor. Patient had increased agitation, otherwise no adverse effects. Staff were unable to determine why the tubing was leaking at the port.